Event description:
It was reported that implant shift with subsequent explant occurred. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was released after meeting all criteria with compression ranging from 16-27%. Upon release, the device rotated in the laa. At this time, the device was further evaluated via transesophageal echocardiogram (tee), which showed the device was still in an appropriate position, but compression had decreased an a possible leak was noted. A final fluoroscopy cine was also captured, which revealed the implanted shifted again since initial deployment position. Another tee was performed, showing the device now had a significant leak, no compression, and tenuous stability. At this time, the implanter decided to percutaneously recapture the device from the laa with a non-bsc snare. The device was successfully retrieved without patient complications. No further complications were reported. Patient was discharged in stable condition.